Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance and a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, 180 ventricular sensing integrity counts (sic); no episodes available to verify lead noise oversensing and inappropriate shocks. Rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counter (sic) greater than or equal to 30 in 3 days and rv lead impedance variation in last 60 days. Rv pacing impedance spiked to 1425 ohms on (B)(6) 2015 and 1976 ohms on (B)(6) 2015, up from a trend in the 500-600 ohm range. (B)(4).